Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The patient reported the issue began on (B)(6) 2015 at 8.38 pm. The patient alleged obtaining an inaccurate low results of"56 mg/dl" with the subject meter on (B)(6) 2015 at 12.09pm. The patient test 4 times a day, before meals and before bed 8am, 11am, 3-4pm, 830-9pm. The patient manages her diabetes with insulin shots (victoza injection 1.2 units' about 8am).v the patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2015 at 12.09pm. The patient also confirmed that she skipped her bedtime snack in response to the issue on (B)(6) around 7 to 8pm. The patient confirmed she developed symptoms of "sweatiness, and blurry vision" approximately 10 hrs after the product issue. The patient confirmed she did not take another glucose reading when symptoms developed. The patient confirmed she felt the symptoms were due to the inaccurate high result and she felt the symptoms were suggestive of a hyperglycemia excursion. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have biased low accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.